Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the stimulation not working and depleting within an hour was that it will not stay on full charge and it doesn't work half the time. The steps taken to resolve the stimulation not working were none. The patient stated that they charged it all the time, and sometimes several times a day. The stimulation has not been resolved and stated that the battery inside them needs to be changed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the stimulator was going crazy and not working. The patient stated she had seen the elective replacement indicator and had spoken to her healthcare provider who was planning to replace the implant. The patient explained that since seeing the indicator the stimulation was not working. In order to feel anything she had to lay flat on her back and when she sits up she had to wear the recharger belt. The patient noted that she charged to 100 percent and then within an hour it was depleted and nothing so now she was charging again. The patient mentioned her implant had died twice and the recharger showed she was full charged and the implant was on but she did not feel that it is working because her legs were numb and she had a hard time walking. The indication for use was chronic low back pain.